Event description:
It was reported that the customer had unexplained high blood glucose. Paramedics were called to assist customer at home. Caller stated that the customer is mentally challenge and he had a panic attack. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.